Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device that would have resulted in the reported event. The wire harness was still taped from packaging. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leakage was observed. A leak test was performed by submerging the cuff and inflation assembly under water, at separate times, and no bubbles (leaks) occurred. Electrically, for further analysis, the resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.3 ohms (blue with clear tubing), 3.4 ohms (red), and 3.5 ohms (red with clear tubing) in which all electrodes were within specification. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the emg tube had a suspected balloon leak during the pre-inflation check before intubation in thyroid surgery. Despite the suspected balloon leak, the procedure was completed with a backup device, although there was a 25-minute delay. There was no impact on the patient. Additional information received suggests that the procedure was completed by using a spare device. There was an obvious air leakage during pre-inflation inspection.